Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb contained foreign matter. Complaint via email. Recently, I noticed after injecting my medication he would hurt more and bleed slightly, which was unusual. I started looking at the syringes before I inject it and so far, I have had three with a little white pump on the needle. At first, I thought it may be an isolated incident, but once I hit three, I brought it to the pharmacy and they told me to contact you. My main concern is if material could break off and get into mine or someone else¿s blood screening if you need to contact me my direct phone number is x.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.